Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During procedure upon fourth inflation, it was noted that the balloon rupture at 6 atmosphere in 30 seconds. The procedure completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon longitudinal tear, the tear was starting from the distal markerband extending proximally for 10 mm proximally. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During procedure upon fourth inflation, it was noted that the balloon rupture at 6 atmosphere in 30 seconds. The procedure completed with a different device. No patient complications were reported.